Manufacturer narrative:
The device remains implanted, therefore the device will not be returned for analysis. The device history review and investigation is still in process, once the review and investigation is complete a supplemental report will be submitted. (B)(4). (B)(6).

Event description:
Medtronic received information that following the implant of the first transcatheter bioprosthetic valve the electrocardiogram (ECG) was noted to have left bundle branch block. The echocardiogram and angiogram showed severe central aortic insufficiency and mild paravalvular leak (pvl). At that time, the leaflets of the valve were not coapting properly. The balloon valvuloplasty was performed and the wires were removed with no improvement. The decision at that time was to place a second transcatheter bioprosthetic valve. The second implant was successful at the same depth as the first. It was stated that they had no factual idea as to why they had severe central aortic insufficiency with the first valve. Both devices remain implanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The angiographic record showed the valve was implanted in a low position on the non-coronary side; moderate-severe regurgitation was confirmed with a significant majority of the regurgitation appearing to originate near the left coronary cusp. A second valve was implanted at the same approximate depth with subsequent mild regurgitation. From the angiographic record, it appeared that a significant amount of the regurgitation was paravalvular; however, this could not be confirmed without the appropriate echocardiography views, which were not available. Based on the angiographic record, the valve may have been implanted deeper than intended or recognized by the operators. Implant depth is a contributing cause associated with regurgitation and in this event may have contributed as the valve was implanted too deep. The regurgitation may have been resolved by the implant of the second valve because the second valve would have pinned the leaflets of the first valve back, effectively increasing the height of the skirt and resolving any paravalvular regurgitation. It was also reported the patient had a functional bicuspid valve that the angio review showed also may have contributed to the regurgitation. Without a product return, a conclusive root cause could not be determined and a central leak due to a valve malfunction could not be ruled out. Based on the angiographic record, the most likely cause was a low implant depth resulting in regurgitation that was resolved with a valve-in-valve.